Manufacturer narrative:
Dräger did not receive a final confirmation that the device did not fail on a patient. The device log was downloaded and sent in to the manufacturer. Log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2017 at 22:38. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The customer has received this safety notice and the information that the affected devices will be updated to the current software version.

Event description:
It was reported that the ventilator alarmed with "poti unplugged fault". The customer further reported that they are waiting for confirmation of whether the fault occurred during patient ventilation or in preparation for use. No injury has been reported.